Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio found the contacts on the battery pcb were worn and replaced the battery contact pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers down on its own when slightly moved. This issue is patient related; however there was no adverse event reported.